Event description:
Leaving large strings and chunks of material inside me- vagina [foreign body in reproductive tract] fever [pyrexia] pain in vagina [vulvovaginal pain] nausea [nausea] general malaise [malaise] tampons keep un-braiding [device breakage] the tampons keep un-braiding while in use, leaving large strings and chunks of material inside me [complication of device removal] case narrative: consumer reported via e-mail that the tampons keep unbraiding during use. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation